Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Per the instructions for use: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc (suture mediated closure) device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced during removal. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to difficulty removing the closure device include, but not limited to, tissue or suture caught in foot, foot not fully parked, device edges catching artery wall. The patient effect was likely due to the circumstances of the procedure. The use of force was circumstantial due to the difficulties experienced during removal. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 2017 - excessive force. Corrections: d9 - device available for evaluation: updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is being filed under a separate manufacturer report number.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using a prostyle device after an electrophysiology (ep) interventional procedure using a 9f sheath. Reportedly, the prostyle was advanced; however, the lever could not be lifted completely to open the foot of the device, so it was closed and removed from the patient, an attempt was made with another prostyle device. The suture of the prostyle was deployed successfully. There was difficulty removing the device from the patient although the lever had been closed completely, and it was believed that the foot had fully retracted. The device was advanced, and the lever was opened and closed to see if the device could be removed more easily; however, there was resistance removing the device from the patient and some force was needed. Upon inspection of the device after removal, there was tissue noted around the foot of the device. The physician didn't see any tissue damage and there was no need for any treatment/intervention. The suture of the prostyle was still able to be used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.